Event description:
It was reported there is damage to the rj45 connector and the co2 flap door that are included within the front case enclosure. The device was not in use on a patient at the time of event, there was no adverse event reported.